Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
During the initial implant surgery a cerebral spinal fluid (csf) leak was noted during drilling. The surgeon noted it was a small diverticulum of the sigmoid sinus and used bone wax to address the issue. The recipient was successfully implanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient was successfully activated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.